Manufacturer narrative:
Nacode 2199 was removed. B1, b2, h1: type of reportable event changed from malfunction to serious injury.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. An absolute pro was advanced to the lesion with resistance noted due to anatomy, but was still able to reach the lesion. Deployment was initiated but the stent completely failed to deploy as the thumbwheel was not able to be rotated. The device was being withdrawn when resistance with the anatomy was also noted. Then an omnilink elite was being advanced and met resistance with the anatomy. As the device was being withdrawn resistance with anatomy was met, and the stent implant dislodged. Cut-down surgery was performed the next day to retrieve the dislodged stent. There was no adverse patient sequela and no clinically significant delay. (B)(6) 2020: additional information received today from the account stating: the absolute pro was advanced to the lesion with resistance noted due to anatomy and introducer sheath, but was still able to reach the lesion. Deployment was initiated but the stent only partially deployed as the thumbwheel was not able to turn anymore. As the device was decided to be withdrawn, resistance was met with the anatomy and introducer sheath and a portion of the stent implant broke off and remains free-floating in the anatomy. Then an omnilink elite was being advanced and met resistance with the anatomy. As the device was being withdrawn resistance with anatomy was met, and the stent implant dislodged. Cut-down surgery was performed the next day to retrieve the dislodged stent located in the common femoral artery. There was no adverse patient sequela and no clinically significant delay. On (B)(6) 2020, two days after the procedure, the patient died. It remains unknown if an autopsy was performed. The cause of death remains unknown. Per the physician, neither the absolute pro or omnilink elite stents caused or contributed to the patients death as the patients health was declining prior to the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue, thumbwheel resistance and stent separation were confirmed. The reported difficulty advancing and removing could not be confirmed as they were related to conditions of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Although it was reported that the absolute pro stent did not cause or contribute to the patient¿s death as the patients¿ health was declining prior to the procedure, the reported patient effect of death is listed in the absolute pro instruction for use as a known adverse event associated with the use of the device. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the distal shaft was bent or restricted in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely and causing resistance with the thumbwheel. The damage noted to the distal sheath and chatter marks indicate that the shaft was possibly bent or entrapped at that location during the attempt to deploy the stent. Additionally, it was reported that resistance was noted during advancement, further suggesting that anatomical conditions likely contributed to the difficulties encountered. The resistance noted during removal and separation of the stent likely occurred due to withdrawing the delivery system with the stent partially deployed. The foreign body in patient was related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The omnilink elite referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. An absolute pro was advanced to the lesion with resistance noted due to anatomy, but was still able to reach the lesion. Deployment was initiated but the stent completely failed to deploy as the thumbwheel was not able to be rotated. The device was being withdrawn when resistance with the anatomy was also noted. Then an omnilink elite was being advanced and met resistance with the anatomy. As the device was being withdrawn resistance with anatomy was met, and the stent implant dislodged. Cut-down surgery was performed the next day to retrieve the dislodged stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.